Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and one day post filter deployment, an attempt was made to retrieve the filter. But, the inferior vena cavagram revealed significant thrombus on the filter. Hence, the filter was not removed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity, deep vein thrombosis, pulmonary embolism and in conjunction before bariatric weight loss surgery. Thrombus above the filter was alleged after some time post filter deployment. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.